Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient's infusion set's tubing had detached from the site connector while sleeping. Further, it was stated that the needle was stuck but the tubing came off. Reportedly, her blood glucose level was 385 mg/dl and she threw the set in the garbage when she changed her tubing this morning. The site location was on the side of the patient's abdomen and the pump was right next to it. The infusion had been used for three days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing, and the pump was not dropped with the set connected to the body. No further information available.